Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that golvo 7007 es had structural failure. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.